Manufacturer narrative:
(B)(4). Methods: films. Results: endoleak. Unknown cause of event or type of endoleak. Conclusion: unknown cause of event or type of endoleak.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 7.2 cm in diameter abdominal aortic aneurysm. Vessel morphology was reported as the aortic neck was 19.7 mm in diameter at the renal arteries. The bifurcated stent graft was implanted without difficulty. Angiograph showed the bifurcation of bifurcated stent graft had an unknown endoleak. The physician suspected it was type iii endoleak, fabric or type IV endoleak. The aneurysm was very large, therefore the physician elected to convert the patient to an aui. The physician implanted three endurant 28x28x80 aortic cuffs and a femoral to femoral was performed. The left common iliac artery was embolized. The patient will be monitored. No additional clinical sequelae were reported. Review of the returned films was completed. Review of returned angiogram images at implant revealed that the bifurcate d stent graft was implanted just below the renal arteries. The ipsilateral limb was implanted up the right side and an ipsilateral limb was placed extending into the right external iliac. The right internal iliac appeared coiled. The contra limb and extension were placed into the left iliac. The proximal portion of the bifurcate (first 2 stent rings) appeared angulated approximately 40deg l-r within the proximal neck, relative to the limbs. After the stent grafts were implanted, films showed a large area of contrast (blush) seen within the abdominal aortic aneurysm which looked to be emanating from the right side of the stent graft near the level of the flow divider. This appeared to be a type IV blush endoleak, but could not rule out a proximal type I endoleak. No other stent graft issues were seen. Images during and post cuff implant to convert the stent graft to an aui were not able to be reviewed.